Manufacturer narrative:
Updated g5.

Event description:
The following publication was reviewed: "interventional treatment of arterial injury during blind central venous catheterisation in the upper thorax: experience from two centres" received through "clinical radiology". The authors: s. Park, b. Jeong, j.h. Shin, j.h. Kim, j.w. Kim, d.I. Gwon, g.-y. Ko, c.s. Chen. The study aimed to evaluate the safety and clinical efficacy of interventional treatment for arterial injury during blind, central venous catheterisation in the upper thorax at two tertiary medical centres. The study included eighteen consecutive patients who were referred to the interventional radiology department between november 2007 and december 2018 to treat inadvertent arterial injuries that occurred during central venous catheterization. In nine of 18 patients, a stent graft was used for the main trunk injury of each artery. The stent graft was inserted in six subclavian arteries, two common carotid arteries, and one axillary artery. The stent grafts used were viabahn (w. L. Gore & associates,flagstaff, az, USA), or seal graft extension (s&g biotech, seongnam, korea). The results stated one patient (patient 5) with combined transarterial, transvenous access, and direct percutaneous puncture, transarterial access through the right common femoral artery and stent graft was placed in the left axillary artery; however, residual arteriovenous fistulawas found in the completion angiography. Fluoroscopy-guided direct percutaneous puncture of the fistula and injection of 1,000 units of thrombin were subsequently performed after temporary balloon occlusion of the fistulous point of left axillary vein through the right common femoral venous access.